Manufacturer narrative:
(B)(4). Initial reporter state -(B)(6).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.